Manufacturer narrative:
Concomitant medical products: 8637-40, neuro pump, implanted: (B)(6) 2018; 8780, catheter, implanted: (B)(6) 2018; 8782, catheter, implanted: (B)(6) 2018; 8784, catheter, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, one time, on the rv coil. The lead remains in use. No patient complications have been reported as a result of this event.